Event description:
During screening for cholesterol, an employee was stuck with lancet and had swelling at site of stick. Went to dr. Dr reported it was an allergic reaction to lancet needle. Treated accordingly.